Manufacturer narrative:
Device evaluation summary: visual and optical examination revealed the female hex edges have been rounded/deformed. There were no signs of thread damage on the set screw. The threads appear to be used but no signs of cross threading. Functional evaluation of the returned implant with a sample rod confirmed the crosslink connector was able to engage and hold a rod without issue. The damage to the hex appears to be from torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however, a like device catalog # 7752535, 510k #k082728, UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: cervical spondylotic myelopathy (csm) procedure performed: posterior cervical fixation, lateral mass screw (lms) were inserted at c5 and c6, c7 was skipped and pedicle screw (ps) was inserted at th1(lateral connectors were used in combination on both sides of th1). It was reported that intra-op, after placing the reported crosslink s, the set screw was stripped at the time of the final tightening, so the crosslink was removed. Then a new crosslink with m size was inserted but the screw was again stripped at the time of the final tightening. The screw could not be removed because it was a spongy state, so it was placed as it was, and counter was not used. There was a less than 60 minutes delay in overall procedure time as a result of this event. Crosslink was returned with both arms fixed, and stripped at the set screw hexagonal hole on the upper arm. It is unknown whether there was any patient complication or not.